Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV, necrosis, granuloma, and rupture.

Event description:
Healthcare professional reported "capsular contracture baker grade iii/IV", "rupture", tissue hangs over the implants, inflammatory process of the ¿foreign body¿, ¿optical empty spaces with giant multinucleated ¿foreign body¿ cells, ¿foamy¿ macrophages, eosinophilia and fibrinoid necrosis inflammatory lymphoid infiltrates via MRI and histology. This record is for the left side. Capsulectomy was performed. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed broken device assessed as fold flow opening. Capsular contracture: unable to observe as it is not related to the manufacturing process. Granuloma: unable to observe as it is not related to the manufacturing process. Inflammation/irritation: unable to observe as it is not related to the manufacturing process. Necrosis: unable to observe as it is not related to the manufacturing process. As per the investigation procedure non penetrating nick and creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "capsular contracture baker grade iii/IV", "rupture", tissue hangs over the implants, inflammatory process of the ¿foreign body¿, ¿optical empty spaces with giant multinucleated ¿foreign body¿ cells, ¿foamy¿ macrophages, eosinophilia and fibrinoid necrosis inflammatory lymphoid infiltrates via MRI and histology. This record is for the left side. Capsulectomy was performed. Device was explanted.